Manufacturer narrative:
F/u report will be filed if add'l info becomes available.

Event description:
It was reported by the customer that upon insertion of the catheter, the spring wire guide (swg) became "stuck" and it was impossible for the user to further insert the catheter. The swg became "untwisted" when the user attempted to pull out the catheter. As a result, the catheter and swg were removed simultaneously. Further details are being pursued.